Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas, with a confirmatory fingerstick reading of 369 mg/dl, and no infusion set leaks, delivery interruptions, or pump alarms were identified; the caregiver planned to administer a subcutaneous insulin pen dose and disconnect the pump for at least two hours. Investigation of this case revealed that the cause of hyperglycemia remained unclear, and no device malfunction or component issue was identified by the user at the time of the event. No clinical symptoms associated with hyperglycemia reported. Outcomes included treatment with subcutaneous insulin by injection outside the pump without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.